Event description:
It was reported that during a lobectomy procedure, the device cut but did not staple on the second firing with a gold reload. The procedure was converted to open and the procedure was completed without further consequence. The patient is stable.

Manufacturer narrative:
Date sent: 04/01/2009. Information anticipated, but unavailable at this time.